Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implanted: (B)(6) 2008, explanted: (B)(6) 2013; 5076-45 implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of syncope, dizziness and falling. It was determined the ventricular lead had high impedance and the device polarity changed to the unipolar configurations. Additional information received from the patient reports they would pass out, hit head and hurt teeth and back. The lead was capped and a new lead was implanted on the patient's other side due to anatomical occlusions. No further patient complications were reported as a result of this event.